Manufacturer narrative:
This mor submitted 9/12/2012 references itc complaint (B)(4). Customer tested with instrument serial# (B)(4). Process evaluation performed. Cuvette device history records reviewed and found to meet specifications . No related ncmrs, complaint trends, or CAPA identified. No results available since no evaluation performed. Conclusion: unable to confirm the complaint. Per the product labeling, act+ is not sensitive to very low levels of heparin such as those encountered in critical care. Act+ is indicated for heparin monitoring in concentrations from 1-6 units heparin/ml blood whereas in this case the patient received a concentration approximately 0.3 units heparin/ml blood. In addition, the act+ range for hospitalized patients not receiving heparin treatment is 96-152 seconds. The target time in this case was 140 seconds, which would correlate with a non-heparinized range. Based on the information provided, the heparin dose was below the sensitivity listed in the act+ package insert and was not used in accordance with product labeling. There is no evidence of product malfunction.

Event description:
Distributor reports lower than expected act+ results with hemochron elite microcoagulation system during an extracorporeal membrane oxygenation (ECMO) application. Patient was being supported prior to lung transplantation and heparin therapy was being administered. The customer's expected target time was 140 seconds. The initial heparin concentration was gradually increased to reach the desired target time and act+ results remained lower than expected. When the dosage reached 1,900 units/hr , the patient began to bleed. Act+ test generated result of 147 seconds and result performed on a second elite instrument generated 157 seconds. Partial thromboplastin time (ptt) performed by the laboratory generated >120 seconds. Bleeding was controlled by reducing the heparin dosage. No further adverse events occurred. Based on the information provided, the heparin dose was below the sensitivity listed in the act+ package insert and was not used in accordance with product labeling. This event occurred outside of the united states .